Event description:
It was reported that during a selenia dimensions mammography system procedure on (B)(6) 2025, the user reported an abnormal squeaking noise during the tomo sweep. A field service engineer (fse) was dispatched to examine the device and confirmed the users report in addition to observing intermittent jerking motions on the system. The fse found the worm gear bolts to be loose and worn and determined that the vta mechanical assembly needed to be replaced. The fse replace the vta mechanical assembly as well as the rotational drake brake. Additionally, the fse performed required system calibrations. No patient or user injury was reported.